Event description:
Information was received indicating that a smiths cadd-solis vip ambulatory infusion pump stopped due air in line. The pump was re-primed and was restarted but stopped again due to the same message of "air in line". After changing the cassette, the chemotherapy infusion resumed. There were no injuries or adverse events reported..